Manufacturer narrative:
A field service engineer (fse) replaced the sipper and vacuum nozzles. The root cause was identified to be pre-analytics caused by not properly emptying and drying the mixing vessel. The cleaning performed by the fse during his visit has removed the contamination. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium and chloride electrode lot numbers and expiration dates were not provided. The field application specialist (fas) revised the sample pipette settings, checked and purged the sipper, and checked the dilution vessel for crystallization. An ion selective electrode check was performed with 40 repetitions and a precision check was completed. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit. The initial sodium result was 152.1 mmol/l, the repeat result was 140.5 mmol/l, and the second repeat result was 141.5 mmol/l. The initial sodium result was deemed to be incorrect and the repeat result of 141.5 mmol/l was reported to the doctor. The initial chloride result was 114.5 mmol/l, and the repeat result was 102.5 mmol/l, and the second repeat result was 103.2 mmol/l. The initial chloride result was deemed to be incorrect and the repeat result of 103.2 mmol/l was reported to the doctor.